Event description:
The report stated that during a radio frequency liver ablation, a leak occurred where the handle and electrode meet. They changed to a new needle and completed the procedure..

Manufacturer narrative:
The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design has significantly reduced the trend in leakage complaints.